Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported no alarm sound and a "speaker malfunction" inop on the display of the mp40 monitor. The device was not in clinical use at the time of the event. No report of patient or user harm.